Manufacturer narrative:
At this time, the product was capped and remains implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and replaced due to oversensing and pacing inhibition. It was thought that the issue was due to clavicular crush. The patient was hospitalized and given intravenous antibiotics as a result of the revision. It was reported that there were no additional adverse patient effects.